Manufacturer narrative:
(B)(4) needle tip bent. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the trachea during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle would not penetrate into the wall of the trachea. As the physician continued to advance the needle to penetrate the trachea wall, the distal end of the needle bent. The physician retracted the needle into the sheath and removed the device from the patient through the scope without any issue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.